Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the hemoglobin blank was .38 and he cleaned the inside of the hemoglobin bath (cuvette/chamber) and adjusted the hemoglobin blank to .59. Daily check passed and reproducibility was within range. The instrument was verified and validated.

Event description:
The customer reported hemoglobin blank shift errors were generated when using the unicel dxh 800 coulter cellular analysis system. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the system. The fse identified the hemoglobin bath required cleaning. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.